Event description:
Account initially got a negative result for leukocytes on a pt urine sample. When examined microscopically, the result was 30 - 49 wbc's/hpf. Visual dipstick of the same sample showed negative for wbc's. Customer performed maintenance and troubleshooting activities which resolved the issue.